Manufacturer narrative:
Brand name: the reported product is an unknown baxter minicap. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a connection issue with a minicap. It was further reported the minicap fell off in the shower and the patient proceeded perform pd therapy. The patient experienced cloudy fluid and presented to the emergency department. The patient was admitted to the hospital and treated empirically with intraperitoneal vancomycin and cefepime. After culture results were received the cefepime was discontinued, and the vancomycin was continued for two weeks as the patient was diagnosed with peritonitis. The cause of the disconnection was not reported. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the patient "already had peritonitis" prior to using the minicap. According to the reporter "the peritonitis had nothing to do with the product issue". Should additional relevant information become available, a supplemental report will be submitted.